Event description:
A red spot developed on the skin at the bottom of the implantable neurostimulator. It was reported to be a burn mark. The spot became larger and was the size of a dime. The area over the incision was purple. It was described as a hematoma. The area was very sensitive and painful. The patient was unable to wear clothes that touched the area. The hcp instructed the patient to place a bandage over the area, but the patient was allergic to adhesive. The patient's device-managing hcp had gone out of practice. The problem was reported to be getting worse. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.